Event description:
It was reported that a patient with a deep brain stimulation system experienced tethering of the extension wires along the lead/extension tract, with symptoms that initially improved but later recurred, and the implantable pulse generator was noted to be near end of life and expected to require replacement to continue therapy. During a subsequent procedure, scar tissue was observed surgically. The left and right deep brain stimulation extension wires were explanted and replaced. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date; explant date (B)(6) 2026; brand name; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.